Event description:
The customer contacted physio-control to report that their device powered itself off several times during patient use. They were able to power the device back on each time. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
It was reported to the field service representative that the customer was not seating the batteries all the way in, which was the cause of the reported issue. The device was not returned to physio-control for an evaluation. However the most likely cause of the reported issue is that the device batteries were not properly installed into the device (use error).

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off several times during patient use. They were able to power the device back on each time. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.